Manufacturer narrative:
One device was returned for repair with complaint that air bubble detection alarm was not sounding. Service history review identified the complaint was not related to a previous service of the device within the review period. An "air in line detected" alarm was recorded in the event log multiple times. No physical damage was found on the device. The reported problem was not replicated with functional testing. The device was returned to the customer with no repair provided.

Event description:
It was reported that the air bubble detection alarm was not sounding. There was patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.